Event description:
Excoriation in the shape of electrode leads on left side of infant's chest and abdomen from previously removed leads. Manufacturer response for electrode, neotech (per site reporter).